Event description:
It was reported that the 100ml medication cassettes alarmed for a blockage every few minutes, preventing boluses from being administered, as the blockage alarm would trigger immediately. There was patient involvement but no injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: one used sample received for analysis. Visual inspection was carried out, and no damage or anomalies were observed. To replicate clinical use, the cassette was filled with 250ml of water using an ICU medical provided syringe. The cassette was installed onto a cadd solis 2110 pump and 10ml of priming was performed. No pump alarms were observed during installation and priming. In addition, a max bolus dose of 50ml was performed. No pump alarms or occlusions were observed during this period. The complaint of 'causes pump to alarm' cannot be confirmed nor replicated. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.